Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4)2017 that on (B)(6)2017 the receiver ceased to function. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation of the receiver ceasing to function could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was externally visually inspected and no defects were found. The receiver failed to boot and charge. Perform functional test: unable to perform. Open and interior inspection: fail, corrosion observed. Take battery measurements: fail-0.04 vdc. The receiver log could not be retrieved. Cut battery wrap and inspect: fail-cracks in the battery ic. The complaint is confirmed because the receiver is not functioning. The reported event that the receiver ceased to function was confirmed. The root cause was determined to be a defective battery.